Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The device evaluation confirmed break of the elevator wire. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the forceps elevator wire broke of the subject device during an unspecified therapeutic procedure using the subject device, and the procedure was aborted. The user facility did not provide other detailed information of the event, but there was no report of patient injury associated with this report.